Event description:
Complainant alleged that during incoming inspection, the device prevents the selected output of the defibrillator from being delivered. Complainant indicated that there was no patient involvement in the reported malfunction.